Event description:
During a robotic laparoscopically assisted vaginal hysterectomy, the device fell apart in the pt at the end of the procedure. No pt injury but the procedure took significantly longer to do since they had to retrieve the pieces of the device from the pt.

Manufacturer narrative:
The device has been discarded by the facility. As a result, a determination cannot be made at this time. If further info becomes available, gyrus (B)(4) will continue the investigation and update the agency accordingly.